Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that they were unable to determine the cause of impedance issues and partial loss of therapy or recharge intervals. X-ray imaging was done by clinic and found leads had not moved since implant. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# unknown, implanted: (B)(6) 2018, product type: lead, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: event date it only approximate, only month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the rep is meeting with the patient today to set up adaptive stimulation (as) and for reprogramming due to high recharge interval of charging every 7 hours. The patient reported seeing "settings not available" on his programmer as well. The rep reported the impedances are high and changing with every impedance check. The patient has partial loss of therapy on their right side. The rep stated lead 0-7 impedances are in the yellow range with values from 9700-18480 ohms on the lower portion of lead (0-3 contacts). The upper portion of the lead (4-7 contacts) had some values in lower range of 2600 ohms. Lead 8-15 were 9000 ohms or greater. There was no known activity of event that prompted the issue. The rep reduced the patient's high density (hd) programming from 1000hz to 40 hz, they would increase amplitude but once the patient would get to perception, she sees the out of regulation (oor) message on the tablet. The patient reported not being able to get above 3.0 ma when at home with hd programming. The rep was able to see notes from date of implant indicating that impedances were normal and there was good right side coverage. The impedances values were fluctuating every time rep took the values. 0-7 would go from 7000 ohms to 18,000+ ohms specifically contacts 0-3. The values on 8-15 were also higher than what would be expected. The rep is going to try to program using the lowest values that she can find. The patient was currently programmed using the middle portion of the lead (4, 5, 6). The rep is going to discuss possible need for x-ray following this programming session if further troubleshooting is unsuccessful. They also discussed putting off programming as until a later date when the impedance issues gets figured out. No further complications were reported. No additional patient symptoms were reported.